Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2023, a three-month follow-up transesophageal echocardiogram (tee) was performed, and a thrombus was identified on the superior edge of the device near the pulmonary vein (pv). The thrombus was observed to be diffuse, 19.5 by 5.9mm in size, mobile, and laminar in shape. The clinical site confirmed thrombotic deposits were present. Aspirin and plavix were stopped and eliquis was started. On (B)(6) 2023, a six-month follow-up tee was performed, and significant regression of thrombotic deposits was seen. Non-vitamin k antagonist oral anticoagulants (noac) therapy was continued. The patient continues to be followed in study.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2023, a transesophageal echocardiogram (tee) was performed and a thrombus was identified on the superior edge of the device near the pulmonary vein (pv). The thrombus was observed to be diffuse, 19.5 by 5.9mm in size, mobile, and laminar in shape. The clinical site confirmed thrombotic deposits were present. No additional information was provided. Aspirin and plavix were stopped and eliquis was started. The patient continues to be followed in study. No additional information was provided.